Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the threshold value was high.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited low and unstable thresholds during implantation. It was also reported that the helix of the pacing lead could not screwed or pulled out. It took a "while" to remove the pacing lead. When the pacing lead was removed the helix was observed to be "stretched". The procedure was completed with a new pacing lead. No patient complications have been reported as a result of this event.